Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. The customer declined troubleshooting and reported supplies would be changed. After the customer changed the infusion set tubing and the cartridge, the customer was successfully able to complete the load process. Customer's blood glucose was 258 mg/dl.